Manufacturer narrative:
D.2b. Additional medical device types: nqx, njr, ozn. G.5. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, there was a false positive vibrio patient result. There was no report of patient impact.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, there was a false positive vibrio patient result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had an early life failure and a "false positive". Customer reported that they witnessed a suspected false positive result for vibrio with the extended enteric bacterial panel assay. The customer instrument run database was provided to bd service and quality for further analysis which showed true amplification for the sample in question and did not reveal any trends indicating an instrument performance issue which would contribute to false results. This complaint is unconfirmed as the issue was unable to be reproduced. The root cause of the issue was unable to be determined with the information provided. Analysis of the customer instrument database by bd quality did not reveal any evidence of an instrument performance issue related to this alleged false result. Review of the device history record (DHR) for this instrument was completed and revealed that the instrument successfully passed all testing and was released in good condition. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.